Event description:
Info received indicates, the brakes were not holding at the head end of the stretcher.

Manufacturer narrative:
The tech found that the rocker arm was broken causing the head end brakes not to engage. The tech installed a brake/steer upgrade on the head end to repair the stretcher.